Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed an intermittent power on/off issue. Physio replaced the power pcb, contact pcb, and all four banana battery pins to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and was unable to neither confirm nor duplicate the reported failure.

Event description:
During the device use to transport an (B) (6) female pt, it was reported that it displayed the "low battery" message and abruptly lost power. The paramedics that responded to the call flipped over the device and observed that the installed batteries showed three and four bars for the battery capacity status. The responders turned the device back on and transported the pt to the hospital. The pt was in a stable condition and the reported issue had no adverse effects.